Event description:
The manufacturer received information alleging the system leak test step had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated at the manufacturer service center when the system leak test step failed on the device. During the evaluation it was noted that the devices the tubing-system printed circuit assembly (pca) had caused the system leak test step to fail on the device. In conclusion, the device's tubing-system pca was replaced to address the issue. The root cause is confirmed at this time.